Manufacturer narrative:
(B)(4). Reported adverse event regarding a vaginal bottom erosion/exposure, a syndrome of distal obstruction, dyspareunia, rectocele found in 2003 and resection of the rectum by means of trans-anal with burial of vaginally exposed material was submitted via mw # 2210968-2019-81252. Reported adverse event regarding pelvic pain, disabling, imperfect cicatrization of the vaginal fundus, re-intervention for removal of the prosthetic band that was retracted on the inflammatory peritoneum was submitted via 2210968-2019-81253. Reported adverse event regarding the growing perineal pain on (B)(6) 2007 with transit disorders without urinary incontinence to the associated effort - enterocele stage iii associated with a rectocele - pain in the left gluteal region was submitted via 2210968-2019-81254. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure involving a hysterectomy with fixation of the vaginal walls to promontory; 2 strips + blue graphs, exclusion of douglas and burch, on (B)(6) 2002 and a mesh was implanted. It was reported that in 2003 there was a vaginal bottom erosion and rectocele. It was reported that the exposure of vaginal bottom was due to a syndrome of distal obstruction, rectocele, and exposure of material at the level of the vaginal bottom responsible of dyspareunia; resection of the rectum by means of trans-anal with burial of vaginally exposed material. It was also reported that in 2004, there was a complete excision of the material due to persistent pelvic pain, disabling, imperfect cicatrization of the vaginal fundus. It was reported that there was re-intervention for removal of the prosthetic band which is retracted on an inflammatory peritoneum, particularly at the level of the vaginal bottom and the l5-s1 disc. It was also reported that on (B)(6) 2007, there was a growing perineal pain, currently - transit disorders without urinary incontinence to the associated effort - enterocele stage iii associated with a rectocele - pain in the left gluteal region. It was reported that promonto-fixation; 2 strips, one anterior and the other posterior, attached to the vaginal wall using separate points to suture, was achieved by pfannenstiel's laparotomy - right ureterolysis - exclusion of the pouch of douglas. It was also reported that on (b)(46 2011, there was a new intervention following the pelvic pain syndrome of promonto-fixation hypercorrection and rectocele and elytrocele recurrence. It was reported that the prosthesis was detached from the pelvic wall to the level of the pararectal fossa because the prosthesis had come incarcerate in the right meso-rectum near the rectal wall. It was reported that there was a resection of the prosthesis to the pouch of douglas, and the prosthetic material did not go beyond the upper end of the vaginal septum which explains recurrence of rectocele. It was reported that the excision is complete, carrying the vaginal dome taken from the prosthetic material, and there was a fixation of a new low trellis for correction of rectocele and elytrocele.